Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure the lens was faulty, the surgeon had to use the backup lens due to an issue on attempting to implant the lens. There are two medical device reports associated with this report. This is 2 of 2. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.